Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2342, awareness date 04-nov-2015). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in 2009 for contraception after one year her fourth child was born. Consumer reported that she suffered through very heavy menstruation with very heavy blood clots, vitamin d deficiency, severely anemic resulting in getting iron infusions every 3 - 6 months, hair loss, pelvic pain, vision change, back spasm, mood swings and terrible breast pain. She had a x-ray done that showed both coils had migrated out of the confirmed positions. The only option was to have surgery. So she will have to have an hysterectomy because of essure. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had an x-ray performed which result showed both coils have migrated out of the confirmed positions. The only option was to have surgery. So she will have to have a hysterectomy because of essure. This event is serious due to its medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, another serious event (severely anemic resulting in getting iron infusions every 3-6 months) and non-serious events were reported. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had a x-ray performed which result showed both coils have migrated out of the confirmed positions. The only option was to have surgery. According to follow up information, received through legal claim, she had the devices removed. This event is serious due to its medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and the mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention for device removal was required. Additionally, another serious event (severely anemic resulting in getting iron infusions every 3-6 months) and non-serious events were reported. Based on the available information, there is no relationship between the reported events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-2342) on 04-nov-2015. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both coils have migrated out of the "confirmed" positions") and anaemia ("severely anemic resulting in getting iron infusions every 3-6 months") in a (B)(6) female patient who had essure (batch no. 663254) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. According to medical records, plaintiff has no known allergies. Previously administered products included for an unreported indication: lidocaine on (B)(6) 2009 and toradol on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), menorrhagia ("very heavy menstruation with very heavy blood clots"), vitamin d deficiency ("vitamin d deficient"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), visual impairment ("vision change"), muscle spasms ("back spasm"), mood swings ("mood swings") and breast pain ("terrible breast pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, anaemia, menorrhagia, vitamin d deficiency, alopecia, pelvic pain, visual impairment, muscle spasms, mood swings and breast pain outcome was unknown. The reporter considered alopecia, anaemia, breast pain, device dislocation, menorrhagia, mood swings, muscle spasms, pelvic pain, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: according to medical records: the (right/ left) tubal ostia were clearly visualized. The essure system was advanced into the proximal portion of the tube; the outer coil was deployed, the delivery wire was removed and 4 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 3 coils noted to be trailing in the uterus. The patient tolerated procedure well and was informed for need of hysterosalpingogram in 12 weeks to confirm bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: negative x-ray - on an unknown date: both coils migrated. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: medical record received: reporter and lot number added and insertion procedure details was provided. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure(fallopian tube occlusion insert) inserted in 2009, and reported adverse events including both coils have migrated out of the confirmed positions and severely anemic resulting in getting iron infusions every 3-6 months. The plaintiff had surgery to remove the essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this particular case, the insertion procedure was without difficulty and well tolerated by plaintiff. The exact mechanism of the events is not known and the only option was to have hysterectomy. Regarding anemia, there are many conditions which can lead to iron deficiency anemia including inadequate iron intake, pregnancy or blood loss due to menstruation, internal bleeding, inability to absorb iron like in celiac disease or intestinal surgery( e.g. Gastric bypass). In this particular, no such information was provided. She had severe anemia resulting in getting iron infusions. This case was regarded as incident since a surgical intervention for device removal was required. Based on the available information, there is no relationship between the reported events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-nov-2015. The most recent information was received on 26-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both coils have migrated out of the "confirmed" positions") and anaemia ("severely anemic resulting in getting iron infusions every 3-6 months") in a (B)(6) -year-old female patient who had essure (batch no. 663254) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. According to medical records, plaintiff has no known allergies. Previously administered products included for an unreported indication: lidocaine on (B)(6) 2009 and toradol on(B)(6) 2009. On(B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), menorrhagia ("very heavy menstruation with very heavy blood clots"), vitamin d deficiency ("vitamin d deficient"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), visual impairment ("vision change"), muscle spasms ("back spasm"), mood swings ("mood swings") and breast pain ("terrible breast pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, anaemia, menorrhagia, vitamin d deficiency, alopecia, pelvic pain, visual impairment, muscle spasms, mood swings and breast pain outcome was unknown. The reporter considered alopecia, anaemia, breast pain, device dislocation, menorrhagia, mood swings, muscle spasms, pelvic pain, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: according to medical records: the (right/ left) tubal ostia were clearly visualized. The essure system was advanced into the proximal portion of the tube; the outer coil was deployed, the delivery wire was removed and 4 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 3 coils noted to be trailing in the uterus. The patient tolerated procedure well and was informed for need of hysterosalpingogram in 12 weeks to confirm bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: negative. X-ray - on an unknown date: both coils migrated. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) years old female plaintiff who had essure(fallopian tube occlusion insert) inserted in 2009, and reported adverse events including both coils have migrated out of the confirmed positions and severely anemic resulting in getting iron infusions every 3-6 months. The plaintiff had surgery to remove the essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this particular case, the insertion procedure was without difficulty and well tolerated by plaintiff. The exact mechanism of the events is not known and the only option was to have hysterectomy. Regarding anemia, there are many conditions which can lead to iron deficiency anemia including inadequate iron intake, pregnancy or blood loss due to menstruation, internal bleeding, inability to absorb iron like in celiac disease or intestinal surgery( e.g. Gastric bypass). In this particular, no such information was provided. She had severe anemia resulting in getting iron infusions. This case was regarded as incident since a surgical intervention for device removal was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through litigation process.